Event description:
A surgeon reported that the probe needle moved back and forth during a procedure. An alternate probe was used and the case was completed without pt harm. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).